Event description:
It was reported to philips that the system was down with multiple defects identified but unresolved on an allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
A quotation was issued to the customer for further service activities. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).